Manufacturer narrative:
H10 h3, h6: the device, intended for use in treatment, was returned for investigation. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. Functional investigation checked the drill guide by inserting a long attachment into it backwards. It was bent. The handpiece characterization was done with the drill and long attachment inserted, and resulted in a t1 max torque of 32. The handpiece was sterilized and cooled again, and handpiece characterization was done with a drill. The t1 max torque was 28, confirming that this was not an issue of the motor seizing after sterilization. It is likely that the bent drill guide support contributed to the high torque values. Since the reported t1 max torque values did not decrease with each characterization, it is possible that the drill was incorrectly inserted, however, this cannot be confirmed. A relationship between the device and the reported event could be established. The malfunction is likely due to mechanical component failure from bending of the handpiece drill guide support.

Event description:
It was reported that, during an ukr surgery, the drill would not home. The handpiece and drill were assembled appropriately, but the gears seemed to be bound up. The handpiece test was four times with the following max torque results: 90, 82, 96, 86. The handpiece was swapped out and the case was resumed without any delay. The patient was not harmed. The results of investigation indicate that the drill guide support was bent, which is a reportable malfunction.